Manufacturer narrative:
The device was returned to olympus for evaluation. A physical evaluation was performed on the device. The device was inspected using a small diameter baroscope and slight residue and debris were found in the biopsy channel, suction channel, suction port, and the air/water cylinder unit. The device had scrapes and tear marks throughout the whole biopsy channel wall, which could happen when an open or broken forceps was inserted inside the channel. In addition, the bending section cover and glue were cracked and discolored. There were nicks and dents on the distal end cover, and a small chip on the objective and light guide lens. The device was serviced and returned to the user facility. The user's experience cannot be conclusively determined; however, the reprocessing practices could not be ruled out as a contributory factor to the reported event. The user facility had olympus reprocessing training in october and is in the process of implementing changes to their reprocessing process.

Event description:
Olympus was informed that a pediatric colonoscope cultured positive for an unk microorganism. Olympus followed up with the user facility to obtain additional info regarding the event with no results.